Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the right ventricular (rv) and left ventricular (lv) leads after a severe fall. A chest x-ray indicated no change in lead location or connection to the cardiac resynchronization therapy defibrillator (crt-d). The leads tested electrically stable. The physician questioned if something happened to the crt-d header. A revision procedure took place. Though the stimulation could not be reproduced, the rv lead was explanted and replaced. Discoloration on the proximal portion of the lead near the connector pin was observed. During extraction of the rv lead, the right atrial (ra) lead was damaged and exhibited diminished sensing and an increase in pacing thresholds. The ra lead was explanted and replaced. Though a crt-d header issue was not confirmed, the device was explanted and replaced. The lv lead was tested, found to be reusable, and remains in use. No further patient complications have been reported as a result of this event.